Event description:
It was reported that the machine never alarmed. An audible leak was heard when charging the ostomy pouch. The machine never alarmed.

Manufacturer narrative:
Initial medwatch report sent by customer: mw5080599. We have now completed our investigation into the reported complaint. As of today, no product return, lot/serial number or further information for this complaint has become available preventing a more thorough investigation. If the product becomes available in the future, this case will be reopened. On this occasion we are unfortunately unable to reach a definitive root cause of the problem due to insufficient information available for the device in question, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.